Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. Visual inspection revealed that the heater wires were bent and dislodged; they were coming off from the silicone boots of the hot jaws. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices fired too far into the aorta. The hospital could not provide info on pt effects or how the procedure was completed. Refer to MFR report # 2242352-2012-00740 for the related report.